Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address malpositioning of the cup.

Manufacturer narrative:
Revision surgery performed on (B)(6) 2016 . Reason for revision; cup placement. Primary surgery was on (B)(6) 2001. Cup, screws, liner and head were exchanged. Duraloc liner 50 od, 26 ID lot se6ge1. Srom head 26mm, and 2 duraloc screws. Revision completed with new cup, liner and head. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.